Event description:
It was reported that a tip detachment occurred. A pt2 moderate support guidewire was selected for a percutaneous coronary intervention in the ramus circumflex artery with a bifurcation of marginalis. It was noted that the guidewire tip was torn off. A stent was implanted to press the torn guidewire tip to the wall of the artery. The procedure was successfully completed with no patient complications. The patient's status was stable and the patient was then discharged from the hospital.

Event description:
It was reported that a tip detachment occurred. A pt2 moderate support guidewire was selected for a percutaneous coronary intervention in the ramus circumflex artery with a bifurcation of marginalis. It was noted that the guidewire tip was torn off. A stent was implanted to press the torn guidewire tip to the wall of the artery. The procedure was successfully completed with no patient complications. The patient's status was stable and the patient was then discharged from the hospital. Device evaluated by MFR: analysis of returned product revealed that the device's distal tip is fractured approximately at 183.4 cm from its proximal end. It also presents its distal section kinked.